Event description:
It was reported the stimulator was explanted. There was no alleged product issue. An impedance test was done. The patient was cardioverted a year prior and they wanted to know if there was any damage through the cardioversion. They did note it was reset and it worked until end of life without troubles. There were no symptoms or complications associated with the event.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.